Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the fuse was not functioning and defective, the d20., t1, t2 and f19 were defective. It was also reported that fuse 5as was blown and a breakage of the plated through hole at the position of the diode d1 was detected. Therefore, the reported condition was confirmed. It was determined that the defective plated-through hole was the caused of components were destroyed. It was further determined that evidence suggested that damage occurred during transportation or caused by dropping. The assignable root cause was determined to be due to improperly handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: contact number (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during check after device reception, it was observed that the universal battery charger device did not work. According to the report, the device was unused and new. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.